Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and it appears that the device was damaged during use. One 18g accucath was returned for investigation. A visual observation of the returned sample revealed evidence of use. Blood residue was visible on the needle. The guidewire slider was positioned 1.8cm from the back wall of the housing. The distal coiled section of the guidewire was protruding from the distal end of the needle bevel. Only one coil was observed in the exposed wire segment. The catheter had not been removed from the needle. A microscopic examination of the guidewire revealed that the coiled portion of the guidewire was incomplete. It appears that the distal tip of the wire was fractured and/or sheared. The needle tip was blunted. An attempt was made to advance the guidewire slider, but the guidewire would not move through the needle. Forceps were used to grasp the coiled wire at the distal tip of the needle and an attempt was made to pull the wire while pushing the guidewire slider, but the coiled tip of the wire broke away. The deployment housing was disassembled and the guidewire slider was forcefully pulled from the needle, which revealed dry blood residue between the needle and the wire. At this time, based on the evidence provided with the returned sample, it appears that complications were encountered during the insertion process. The IFU states, ¿insert the needle into the vein and observe for blood return in the catheter.¿ the IFU warns, ¿do not force or retract the guidewire. Retracting the guidewire may increase the risk of guidewire damage. If the guidewire must be retracted, remove the entire device to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of reax0583 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by sales rep that during training the rn was inserting the device into a hard stick patient. It was stated that the rn was in the tissue with no blood return when he retracted the guidewire. The guidewire was sheered on the needle but no wire was in the patient. Another device was successfully inserted.